Event description:
Microaire received a report from its international distributor claiming that a pt developed "subcutaneous emphysema" following implantation of a kirschner wire at the base of the right first metacarpalbone. The surgeon was reportedly using a microaire branded, model 1620 wire driver which was leaking compressed air through the nose of the device into the sterile field. The pt required brief hospitalization for the condition but was released on a outpatient basis and was reportedly "doing well".